Manufacturer narrative:
Model # and initial reporter also sent report to FDA are unknown; no additional information has been received to date. Operator of device: patient/consumer. No product has been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported by the patient, with use of the device, a 'no disposable clamp tubing' was alarming. No patient injury was reported.

Manufacturer narrative:
Other text: updated h6: event problem and evaluation codes: updated. H4: device manufacture date could not be completed due to lack of information regarding lot number. H10: device evaluation: the device was not returned for investigation, so no visual inspection and functional test were performed. Because no product was returned, the investigator was unable to confirm the reported complaint. If the product is returned however, the manufacture will reopen this complaint for further investigation. No lot number was provided; therefore, device history record review could not be completed.